Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination per qlik query executed on (B)(4) 2019. The surgeon commented that the patient's bone quality and the insertion angle might have been the reason of the event, therefore is a possible root cause for the reported problem. A definitive root cause cannot be determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that during a rotator cuff repair procedure four 4.75 mm healix advance knotless anchors were implanted into the patient's shoulder joint. During the surgery, all four anchors' tips cracked when the surgeon implanted. The surgery was completed by using like-anchors with a different position of the two bone holes. The surgeon commented that the patient's bone quality and the insertion angle might have been the reason of the event. It was brand new and first use when the issue occurred. There were no broken fragments in the patient's body. There was less than a thirty minute surgical delay without harm to the patient. No further information was provided by the hospital.